Manufacturer narrative:
(No lens malfunction) - evaluation: results: a lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon and removed a 13.2 mm micl 13.2 implantable collamer lens within the same surgery due to the nurse having given the surgeon the wrong lens. The lens was inserted and the surgeon noted that the lens was the wrong length. The lens was removed with no patient injury and was exchanged for the shorter lens. The reporter stated the event was due to nurse error.